Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that part of reservoir compartment was broken away. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.